Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, at completion of applying the clip with the medium-large clip applier instrument, the wire broke. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the weck hem-o-lok non-absorbable polymer ligating clips were the type of clips used with the clip applier instrument. The surgeon used the medium clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier. There are no photos and/or videos of this event available for isi review.